Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 584 mg/dl after traveling without being connected to the ilet and using subcutaneous insulin by pen; troubleshooting and education were provided, and the user¿s caregiver was reminded of the ketone protocol and planned to contact a healthcare professional for medical advice. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, no reported injury, and no device alerts or alarms. Investigation included customer interview and troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction identified based on available information. It was concluded that the event was user-related with cause undetermined and that the device function was not confirmed to be implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.